Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. Three days after event onset, the patient was hospitalized. At the time of this report, the patient outcome was unknown and pd therapy was discontinued due to peritonitis. No additional information is available as the reporter declined follow up.